Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 protectors p14j experienced leakage between protector and vial. Product defect was noted prior to use. The following information was provided by the initial reporter: on march 18, connected a vial of 100ml pembrolizumab, drug leaked from the connection of the vial and p14 when drawing.

Event description:
It was reported that 2 protectors p14j experienced leakage between protector and vial. Product defect was noted prior to use. The following information was provided by the initial reporter: on march 18, connected a vial of 100ml pembrolizumab, drug leaked from the connection of the vial and p14 when drawing.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/26/2020. H.6. Investigation: three samples were provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane, and the protector needle properly penetrated the vial stopper. It was noted that the needle on one sample was detached form the protector housing. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. A device history review was performed for lot 1909104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Leakage testing is performed for all lots to ensure the quality of the membrane, results for the reported lot were reviewed and found to be within required limits. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. The m12 fixture is recommended to ease the connection of the protector onto the vial.